Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The balloon was unfolded and solidified saline solution was visible within the balloon and inflation lumen which indicates it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified saline solution within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified saline solution before further inflation attempts were made. On removal from the bath the returned device was again attached to an encore inflation unit and positive pressure applied, the balloon was inflated to its rate of burst pressure of 10 atm (atmospheres) for 30 seconds which was recorded with digital timer. The inflation device was verified at 10 atm (atmospheres), before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 10 atm (atmospheres) was repeated three times and with no leaks or drop in pressure noted. During analysis, the device was placed in a water bath to dissolve a blockage within the shaft, this action resulted in the already identified partially detached blade and pad becoming fully detached from the balloon material. An examination of the device was performed before the device was placed in the water bath. This examination identified that 8 mm of blade and 7 mm of pad was partially detached on the proximal end of balloon. Leaving 12 mm of blade and 13 mm of pad still attached to the balloon. This damage can potentially be a result of the resistance encountered during the advancement or withdrawal of the device most likely due to the operational context of the procedure. The total size of the blade is 2 cm. All other blades were intact and fully bonded to the balloon surface. No issues were observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no damage to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-june-2017. It was reported that balloon rupture occurred. A 6 mm x 2 cm x 50 cm peripheral cutting balloon¿ was selected for use. During the procedure, it was noted that the device ruptured under it's rated burst pressure. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that the blade was partially detached on the proximal end of the balloon.